Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: no troubleshooting notes: none work performed: the surgeon and mps reported that the cup version value was different from what was seen on the screen. When I went to field for inspection. I realized that auto arm accuracy check was yellow I make it green by performing auto kincall. Additionally, no problems were observed. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed to be potentially caused by accuracy out of spec as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue.

Event description:
The following was reported: the surgeon and mps reported that the cup version value was different from what was seen on the screen.. When I went to field for inspection. I realized that auto arm accuracy check was yellow I make it green by performing auto kincal. Additionally no problems detected.

Event description:
The following was reported: the surgeon and mps reported that the cup version value was different from what was seen on the screen when I went to field for inspection. I realized that auto arm accuracy check was yellow. I make it green by performing auto kincal. Additionally, no problems detected.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.